Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "capsular contracture, seroma and double capsule."

Event description:
Physician reported left side "capsular contracture," baker grade unknown, "seroma and double capsule ." Device has been explanted.